Event description:
The hospital reported that during a coronary artery bypass procedure, the suv vacuum stabilizer knob would not screw onto the blade. The hospital did not report any pt effects. The hospital intends to return the product in question.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received. There was no nonconformance recorded in the lot history which would be considered related to the reported event. (B)(4).